Event description:
It was reported that the stent (subject device) was selected for middle cerebral artery stenosis procedure, the physician used a balloon for the dilation and attempted to advance the stent through the balloon catheter. However, the stent experienced resistance during the advancement and an attempt was made to withdraw the stent out of catheter. During the withdrawal attempt the stent was deployed within the catheter and was stuck in the balloon lumen. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was selected for middle cerebral artery stenosis procedure (not an indication for use of the subject device), the physician used a balloon for the dilation and attempted to advance the stent through the balloon catheter. However, the stent experienced resistance during the advancement and an attempt was made to withdraw the stent out of catheter. During the withdrawal attempt the stent was deployed within the catheter and was stuck in the balloon lumen. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B5 - executive summary - updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was noted to be kinked at 35cm from the distal end and at 33-38cm from the proximal end as well. No functional testing was performed as only the sdw was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use could be confirmed as the only part of the stent system that was returned for analysis was the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned part of the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'after using a balloon dilation, the physician attempted to deploy the subject stent using a 2.0mm*15mm balloon. However, during the advancement of the stent, it could not be smoothly pushed through the lumen of the balloon catheter, encountering significant resistance. When the physician tried to withdraw the stent, it was found that the stent had become deployed within the catheter and getting stuck in the balloon lumen'. This was later clarified to be the catheter shaft in the follow-up questions to the physician. The stent device was being used in a stenosis case. Per the stent dfu, 'the stent system is indicated for use with bare metal embolic coils for the treatment of wide-neck intracranial, saccular aneurysms'. The only part of the subject stent system which was returned for analysis was the sdw. This was noted to be kinked/bent at the proximal and distal ends of the wire. It is very difficult to determine what happened on this occasion as only the sdw was returned and this can become damaged through a variety of different ways. Based on the review of all available information, the as reported event of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use as well as the as analyzed damage of the sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.